Event description:
A home patient on v.a.c. Therapy for an ischial pressure ulcer was found to have dressing pieces retained in wound tunnels during a surgical procedure to explore, and possibly debride and flap the wound.